Event description:
The pt reportedly experienced edema and pain next to the implant site. The pt was treated with ceftriaxone and clindamycin for twenty days.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The issue was resolved. This is the final report.